Event description:
According to the reporter: the patient being brought back the next day for application of a hemostatic agent to one of the pedicles on the right side. It appeared as though the knot had come loose on the suture but by the time the patient was brought back it was just oozing. Patient was released two days later and is doing fine at this time.

Manufacturer narrative:
(B)(4).